Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not capturing at a pacemaker changeout. The medical doctor was contemplating the patient for an epicardial lead. In the meantime, he kept the lv lead connected to the new device, however, it was programmed to off. No additional adverse patient effects were reported.